Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that ¿no readings¿, ¿sensor error¿, or "brief sensor issue" occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient¿s roommate found the patient unresponsive. Emergency medical services was called. Once ems arrived, the patient¿s bg meter reading was low mg/dl and the cgm was in an error state providing no readings. The patient was treated with ¿sugar water¿ by ems and transferred to the emergency room. The patient was monitored at the ER for less than 24 hours before being discharged. At the time of report, the patient¿s cgm was still not providing any readings, therefore, the patient was advised to replace the sensor. The patient was ¿feeling fine¿ at the time of report. Performance data was reviewed. A ¿no readings¿, ¿sensor error¿, or "brief sensor issue" was not found within the investigation window for (B)(6) 2025. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred on (B)(6) 2025. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, "the probable cause could not be determined via data." H2 correction. H6 investigation conclusion - correction.

Event description:
The probable cause was determined to be sensor noise occurring for 00:10:00.